Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the transfer set fell off which led to peritonitis. The peritonitis was manifested by illness. Dianeal therapies were ongoing. On the day of the onset of peritonitis, the patient was hospitalized and discharged five days later. Treatment was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.